Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: during the case, the balloon burst. The air that was infused was 30 cc. The staff used another device to continue the case. No additional blood loss, no tissue damage, nothing fell into the pt cavity, and operative time was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4).